Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Our company fse investigated the ventilator at the hospital. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment in the user manual. The damaged parts due to the reported event were replaced and logs were downloaded. No parts were received for our investigation. The received logs confirm the consequences of the attraction of the ventilator to the mr machine. Information that was received from the hospital stated that the ventilator's wheels were not locked and the ventilator was not placed outside of the gauss line at the time of the event. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. (B)(4). Ref. Exemption #: e2018003. (B)(4).